Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the distal conductor was fractured due to overstress. It was also noted that the distal conductor was distorted, there was blood in/on the helix mechanism, and the lead was damaged at implant. The analyst noted that the lead was received at analysis with two purple styletsl the lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted and fractured in the connector.

Event description:
It was reported that during implant, the helix was unable to advance. The lead was not implanted and a new lead was implanted. No patient complications have been reported as a result of this event.